Event description:
The patient experienced a shocking/jolting sensation at the device site. There was no accident or incident related to this event. Impedance measurements were normal. She was at the clinic in good condition. Further information was requested.

Manufacturer narrative:
(B) (4).